Event description:
The vat rn attempted to insert a power glide midline insertion. According to the vat rn she did not deviate from the prescribed process, there were no interruptions and the patient was cooperative. The retained catheter occurred during the vat rn's third attempt to insert the power glide midline catheter. Upon removal of the power glide midline catheter the vat rn noticed part of the midline catheter was retained in the patient's vein. The vat rn assessed the patient, contacted the physician, called interventional radiology and an x-ray was taken. The following day the midline catheter was removed by interventional radiology.